Event description:
According to the reporter, during the sleeve gastrectomy, the first two fired from the pyloric antrum went well but the stapler jammed during the third firing where tissue was thicker. An excessive force detected showed up halfway through the stapling reload. It was impossible for the surgeon to complete the firing. The surgeon had to reopen the jaws and retract the blade. The surgeon used a non-reinforced black 45 reload with manual handle to complete the resection and re-stapling of the stomach.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #n4d2149y) sigphandle, sig power sigphandle handle, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.